Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose level was 229 mg/dl at the time of the incident. Customer reported they were unable to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. No pump error or the main arm cannot communicate with the motor arm alarms noted during testing however, the formatted history file confirmed pump error ,the main arm cannot communicate with the motor arm alarms due to a software error.